Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device inappropriately shut down while on battery power. Complainant indicated that the device was plugged into ac power to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.